Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation for investigation and the event report was captured in visual data provided by the customer. The device was put through extensive testing including lcd testing without duplicating the customer report. The lcd display and display cable were replaced were replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.